Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have breakage of the teflon pad at the tip and middle. A piece measuring approximately 5.0 mm x 2.0 mm was found to be broken off, confirming that a fragment detached from the instrument. Separated piece(s) was not returned. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument teflon pad was found loosen. The procedure was completed with no patient harm.